Event description:
It was reported that air bubbles were found during use of a homechoice cassette. This was observed at the moment of connection for peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The air was noted in the lines of the supplies. The supplies were disconnected and a new set up was used to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.